Event description:
It was reported that the device was in back-up mode. The estimated remaining longevity was about 7 months from the measured battery data of 2.73 v, 10 ua, 5.4 kohms taken in august 2006. The device was not restored due to the possibility of being at eri.